Event description:
The pt's treating neurologists office called and reported that their pt was interrogated and their system diagnostic testing displayed high lead impedance. The pt did not report any trauma or manipulation to the area prior to this office visit. Revision surgery is planned. Good faith attempts will be made for the explanted product to be returned for product analysis. Attempts have been made for x-rays for review and are pending release from the hospital risk management.